Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the received locking screw was broken from the head and the rest of the product was not available for investigation purposes. From the microscopic view of the distal end of the head, we can see the deformation and breakage point of the product. The breakage is brittle in nature which was caused by the application of excessive torsional load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user-related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when inserting the angle-stable screw into the plate with maximum pressure, with the strong man ua, it cracked, the screwdriver slipped and a screw head part hung from its tip."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when inserting the angle-stable screw into the plate with maximum pressure, with the strong man ua, it cracked, the screwdriver slipped and a screw head part hung from its tip."